Event description:
It was reported that the customer has been experiencing high blood glucose and had difficulty decreasing the level. Customer had to retrieve to manual insulin injections. Blood glucose value is over 600 mg/dl. Customer experienced vomiting. Customer's mother stated they contacted the doctor. During troubleshoot; customer stated the tubing has no air bubbles but there are small bubbles in the reservoir; customer was instructed to perform prime to remove the air bubbles. Customer stated that the insulin pump was rewound with the reservoir inserted. Customer has changed the infusion set several times and the cannula has never been bent but did not change the reservoir. Customer changed the complete set and stated the blood glucose coming down. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwath report 2032227-2014-15914 for serious injury under the insulin pump.